Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The provided medical documents have been reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, the cup was loose and slightly retroverted and there was gray tinged debris at the cup and large areas of lysis at the acetabulum. Based on the provided information the nature of the lysis and the reasons for the loosening remain unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed.